Event description:
The customer reported that during procedure preparation, it was discovered that the prongs on the back of his olympus maintenance unit had come loose. It was confirmed that this device did not make patient contact.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The power inlet was found damaged. Additionally, the switch cover was missing. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a power cord receptable failure. Olympus will continue to monitor field performance for this device.